Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon 80% deployment at 4mm on the non-coronary cusp (ncc) and 5mm on left coronary cusp (lcc), hypotension occurred. Angiography revealed the right coronary artery (rca) was occluded. The valve was recaptured and withdrawn from the body allowing the coronaries to fill. Echocardiogram revealed a pericardial effusion attributed by the physician to the non-medtronic guidewire. A pericardial tap was performed and the pressure did not recover. Ventricular tachycardia occurred and cardiopulmonary resuscitation (CPR) was performed. Subsequently, the patient expired. No autopsy was performed.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Hypotension is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. In this case, the hypotension most likely was due to the subsequent occlusion of the right coronary artery (rca) reported. Coronary occlusion/obstruction can be related to multiple factors such as patient anatomy, implant position, implant procedure or technique. It is unclear whether it was related to patient condition as no deficiencies were alleged against the device. Hypotension and coronary occlusion are known potential adverse events per the device instructions for use (IFU). Tachycardia is generally a result of known potential adverse effects per device IFU, such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions. As neither an autopsy nor an explant was performed, a conclusive assessment of the relationship between the event and the device could not be reached. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve (tav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. This event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.